Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of device loosing programing and faulting back to factory settings was not duplicated during testing while switched modes. The event log revealed lost data. As preventative measures the device pwa board was replaced. Device then passed all functional testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd solis vip pump lost programmed settings and defaulted to factory settings when powered on. The pump was being used in taper mode for total parental nutrition (tpn), then had an issue with the program reverting to factory settings and therefore continuous mode. The patient has short bowel syndrome which requires tpn daily. The pump was reprogrammed with the clinician code, then exchanged with the next delivery. The patient also infuses lipids via solis pump daily without any issues. There was no patient/clinical injury.